Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour® plus blue meter with serial # (B)(6) and the in-house contour® plus test strips from lot # 3mqhh09c were used for in-house testing, using blood spiked with glucose at 7.5 mmol/l, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour plus blue meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® plus blue meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® plus blue meter with sku # 7736 and serial # (B)(6) has the 510k# of k231679 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour® plus blue meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.